Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed battery door broken, left plunger case inside insert broken off. Unable to calibrate the size sensor, pump gave a check clutch/plunger lever during the 12-hrs burn-in testing. Motor rate error was not found during occlusion test. The root cause of the reported issue was found to be incorrect assembly of delrin washer and wavy washer on worm coupling by customer which is causing the intermittent of the motor rate error. Actions taken to mitigate the reported issue: reassembled the motor assembly. Performed occlusion test and all functional tests which passed. UDI information is unknown.

Event description:
It was reported that a motor rate error event occurred. No patient injury reported.